Manufacturer narrative:
Vyaire medical file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service group received the suspect user interface module (uim) component for investigation. The service group performed a visual inspection of the internal components of the uim however, no anomalies were found. They also performed multiple power on cycles on the suspect uim and each time the touchscreen would respond. At this time, the service group was not able to duplicate the reported issue. However, the uim was forward to our failure analysis group for further evaluation. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed. This issue will be internally investigated within vyaire medical.

Event description:
The customer reported the user interface module (uim) display screen component on this ventilator device is unresponsive to touch commands and once the device was cycled off the uim did not come back on. The customer stated that this unit was not on a patient.